Manufacturer narrative:
(B)(4): the customer reported that the equipment was not switching on. No patient involvement was reported. The device was evaluated by a philips field service engineer. The symptom was verified, and the issue was localized to the processor pca. Replacing the processor pca resolved the issue.

Event description:
The customer reported that the equipment was not switching on. No patient involvement was reported.